Manufacturer narrative:
The complainant indicated the device was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during the hta procedure, the hysteroscopy phase was completed successfully. However, approximately two minutes into the heating phase, a 10cc fluid loss alarm was generated on the console unit. The rate per minute of the fluid loss was 37cc's/minute. The physician visualized a small saline leak at the cervix. The physician applied a second tenaculum stabilizer then the heating cycle was resumed and completed. Approximately thirty seconds into the ablation cycle, the patient reported feeling some heat within the vagina. The physician visualized a second saline leak at the cervix. At this time, the cooling cycle was performed and the procedure was aborted. The physician inspected the patient and noted some sloughing of tissue at the cervix. The patient was reported to have a patulous cervix and dilation was not necessary prior to the procedure. Additional follow up with the physician reported a first degree burn occurred on the bottom portion of the patient's cervix. The size of the burn was approximately 1 cm. The physician treated the affected area with monsel's solution (a hemostatic agent). In addition, the physician reported tissue trauma to the patient's cervix due to two tenaculum devices applied to obtain a cervical seal. The physician reported skin breakdown, bleeding, and extravasation of fluid from the site on the cervix where the two tenaculums were applied. Approximately 25 cc's of blood loss from the cervix occurred as a result of the tissue trauma. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.